Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement (see MFR's report #6000030201101341), the pt experienced an overdose. The old pump had been delivering compounded baclofen 5000 mcg/ml at 1600 mcg/day. The hcp lowered the dose in the new pump to 1400 mcg/day and decided to monitor the pt. On (B)(6) 2011, the pt was unresponsive; the dose was lowered to 600 mcg. The next day, the pt was breathing on her own, but was sedated. Add'l info has been requested. A f/u report will be sent, if add'l info becomes available.